Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 4196 implantable pacing lead 2010-(B)(6), (B)(4) implantable defibrillator 2010-(B)(6). (B)(4).

Event description:
It was reported that the patient presented due to an alert and there was noise noted on the right ventricular lead. It was also reported that ventricular tachycardia non-sustained tachycardia (vt nst) episodes were showing noise on the pace/sense portion of the lead and the lead was oversensing. The pace/sense portion of the lead was capped and replaced and the high voltage portion remains in use. It was also reported that there was noise on the right atrial lead four months prior. The right atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed that there were two patient alerts triggered for lead failure predictor on (B)(6) 2012. The ventricular short interval count was equal to 141 counts in 5.09 days between (B)(6) 2012 and there were thirteen ventricular non-sustained tachycardia episodes with a rate of less than or equal to 210 milliseconds between (B)(6) 2012.